Event description:
A bipap a30 ventilator was returned to a manufacturer service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a manufacturer service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error codes indicating (cpu cannot communicate with the pressure sensor using spi bus) was confirmed in the event log. No repair was performed. The device was scrapped as per customer request. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm.